Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported the trocar gaskets on two 511s trocars slit and loss gas. One trocar had to be replaced. This occurred at the beginning of the procedure. There was no consequence to the patient.